Event description:
The base unit broke during surgery. Additional information received on 28oct2015 with the following: on (B)(6) 2015, a (B)(6) male patient underwent surgery for an intracranial hematoma. After positioning, there was no damage noticed on the device; assembly was normal without any issues. The device had been in use for 2 hours before the issue was detected. When the staff tried to disassembly the system at the end of the surgery, they saw a huge crack on the ultra base unit. There was no patient injury. The event did not lead to increase surgery time.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015 . The investigation included: evaluation of actual device. Review of device history records. Review of complaints history. The device history record for the unit(s) listed in this complaint under lot code: 111 manufactured on (B)(6) 2011. No abnormalities relate to reported incident found nor where there any variances or mrr¿s associated with this lot/work order number. No service history on file. A two year look back in trackwise for this reported failure and or related to "cracked¿ for this product ID shows that 5 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. In summary, engineering and quality were able to confirm the customer complaint. The root cause on the crack in the base handle casting can be attributed to normal wear tear. The unit has a lot code 111 imprinted on its surface which implies it has been in the field over two years. It is important to have integra neuro specialist perform routine inspections twice yearly as recommended per the instructions for use manual. This issue will be monitored for trending.